Manufacturer narrative:
Initial.

Event description:
It was reported that while on a trip the continuous glucose sensor expired and the user was unable to enter a new continuous glucose monitor (cgm) code until contacting support, during which time insulin dosing on the ilet was suspended; a new cgm was placed and was warming up, and the user was unsure if insulin was being delivered while driving and without a blood glucose meter, indicating a use issue related to following operating procedures. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed that no device problem was found, and a usage problem was identified, consistent with improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.